Manufacturer narrative:
Philips service replaced the amc servo motor controller and motion controller and restored the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that c-arm motorized movements failed due to defective servo drive on a azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.